Event description:
It was reported that the zimmer tissue bank dermatome had wires exposed. Additional clinical follow up with the hospital indicated that there was no user injury.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 7 years old the last repair was on (B)(4) 2009, for a non related issue. The inspection found the wire was split, exposing the wiring. The cause of the reported complaint was likely user damage, and a lack of preventative maintenance. The power cord and strain relief appeared to have been twisted or pulled excessively, over a period of time, until they broke exposing the wiring. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(6) 2009. The zimmer tissue bank dermatome should be returned every 6 months for inspection and preventive maintenance. Six monthly factor calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.